Event description:
The user reported that during a percutaneous transhepatic cholangiography procedure while positioning the catheter it broke at the connection to the hub. No further information was provided by the user. No harm or injury was reported.

Manufacturer narrative:
Device evaluation. One used device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.